Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 15.9-16.4cm and 18.0-19.5cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded at these locations.

Event description:
This report is to advise of an event observed during analysis.